Manufacturer narrative:
The device was not received for eval. According to the info provided, the surgeon twisted off the cone covering the tip of the device. The sales rep has in-serviced a similar device with no cone for these types of cases.

Event description:
It was reported that while irrigating a knee injury with a small opening and tunnelling, the surgeon did not want to widen the injury site, so he removed (twisted off) the cone at the end of the irrigation tip. The surgeon inserted the tip into the wound site and noticed after this that there was some plastic missing from the tip. An arthroscope was used to search the wound site for plastic, and the used irrigation fluid was strained. No plastic was seen in the wound or irrigation fluid. An MRI was performed after the procedure, and no plastic was seen. The pt is reported to have no problems associated with this event.